Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper 190 cm straight tip. Stent: taxus atom 2.25 x 28 mm. Use after expiration. There was no reported product deficiency. The reported perforation is a known adverse event listed in the voyager nc instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. During a review of the label attachments from the lot history record (lhr), it was noted that the expiration date for the 2.0 x 20mm voyager nc was 12/31/2010. In this case, the voyager nc was used in the patient on 3/29/2011, which was approximately 3 months past the expiration date. The product packaging was not returned; therefore the expiration date on the specific product labels could not be confirmed. However, a review of the labels attached to the lot history record for this lot noted all labels indicated an expiration date of 12/2010 (24 months from the date of manufacture, as specified in the product specification). This confirms that the product was labeled correctly, and based on the reported information the product was used 3 months past the labeled expiration date. It should be noted that the voyager nc instructions for use states: note the use by date specified on the package.

Event description:
It was reported that the lesion was located in the distal circumflex with heavy tortuosity and calcification. A whisper guide wire was placed and pre-dilatation was performed using a 2.0 x 15 mm trek. A non-abbott 2.25 x 28 mm stent was implanted. The voyager nc 2.0 x 20 mm was used to post-dilate the stent, and a perforation was noted, just distal to the implanted stent. The voyager nc was used to perform two prolonged inflations, of three minutes each to successfully seal the perforation. As the patient was experiencing tamponade due to the perforation, pericardiocentesis was performed for drainage. No further patient effects were reported. The patient has been scheduled for surgery unrelated to the perforation, but for further treatment of the diseased area. No additional information was provided.